Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the customer had changed the insulin pump battery three times but the device would not turn back on. The patient's blood glucose at the time of incident is unknown. They mentioned that the device alarmed bad battery when there was still three bars remaining on the status screen. The customer works at a school and uses a voice transmitter device. The caller was advised that if a high magnetic field is involved in the voice transmission, then insulin pump failure can occur. The insulin pump was not returned for analysis.